Event description:
It was reported that during the procedure the fiber began forward firing. The number of joules expended and minutes of fiber usage are unknown. There were no stones in the patient's prostate and no error messages were presented on the console. The procedure was completed using another fiber. There were no complications to the patient.